Manufacturer narrative:
The device was not returned for investigation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine technologies ltd has requested the return of the device from the distributor in order to investigate the alleged malfunction.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.